Manufacturer narrative:
The investigation into the reported issue has been completed. No device was received for evaluation. The root cause of the issue could not be determined as insufficient clinical details were provided.

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. The patient experienced runs of ventricular tachycardia during support. The patient was cardioverted and received chest compressions. Additional information noted that care was withdrawn and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.